Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an email from a user facility representative. "The gde is not blending air/ o2 properly. There was no pt incident with the unit. Unit passed est but during normal use the unit displays fio2 alarm".

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation (s) with a user facility representative. (B)(4). The carefusion tech support specialist in conjunction with the user facility's biomed determined that the most likely cause of the reported event was a faulty gas delivery engine (gde). The user facility was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine (gde) for eval. As of the 12/24/2014 the alleged faulty gas delivery engine (gde) has not been received. Once the alleged faulty gas delivery engine (gde) is received and the eval is complete, carefusion will submit a follow-up medwatch report.